Event description:
I got the essure coils placed in 2013 and around 2018 was told that the coil in one tube was migrating. I did not have insurance and was unable to get re-evaluated again until recently. Now, one of the essure coils is nowhere to be found on multiple imaging tests and I will require surgery to remove once we¿re able to find the device. Coils have also caused pain, heavy bleeding, and many other side effects.